Manufacturer narrative:
Concomitant products: product ID 8586, lot# n330270, implanted: (B)(6) 2012, product type accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that an x-ray confirmed the catheter was dislodged. The catheter was dislodged from the intrathecal space and the tip was in the ligamentum flavum. The catheter was not anchored properly. This was not a malfunctioning anchor. There was no issue with the anchor itself. The catheter was revised and ¿cleared.¿ no segments were left in the intrathecal space. The pocket was re-opened to connect the new 8780 implanted. There were no complications or issues. Nothing will be returned because the explanted catheter was discarded. The pump tubing has 2000 mcg/ml and the pump was filled with 500 mcg/ml. Programming was discussed. No symptoms were reported. The patient was doing well and receiving effective therapy. The pump was used to deliver gablofen. If additional information is received, a follow-up report will be sent.